Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. No additional adverse patient effects were reported. The patient is currently being treated with antibiotics and the lead continues to remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.